Manufacturer narrative:
(B)(4). Date sent: 12/03/2020. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Additional information was requested, and the following was received: did the device staple? No the stapling was not complete. Was the staple line complete? No. Were there any staples missing from the staple line? The stapling was not complete on the tissue. Were the staples deployed into the tissue? Yes but not totally. Were the staples seen in the surgical field? Yes some staples. Ras : nothing to report.

Manufacturer narrative:
(B)(4). Date sent: 03/19/2021. D4: batch # u5ay4r. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "the staples did not work during the surgery"? The device cut but the staples remained open. Where within the gap setting scale was the orange indicator prior to firing? It¿s been completed the orange indicator must be entirely within the green area of a tissue. What confirmation was received that the device was fully fired? Did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? Release the device from the anastomosis by turning the adjusting knob counterclockwise ½ to ¾ of a turn. How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? The surgeon. Who removed the device? The surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? Could you please clarify if there were any patient consequences? Ras. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ras. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We received the following response which has conflicting information. Please clarify: did the device staple? No. Was the staple line complete? No. Were there any staples missing from the staple line? No. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes. What does ¿ras¿ stand for?

Event description:
It was reported that the staples did not work during the surgery. The surgeon finish the case manually using sutures. Surgery type: rectum.